Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional copilot devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that when the copilot devices were connected to each other, a leak at the connection point was noted. The procedure was successfully completed with a new unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported loose or intermittent connection was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly aligned while attempting to connect. There is no indication of a product quality issue with respect to manufacture, design or labeling.